Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the augmentation was low and wave forms were not crisp and were erratic; this was post op CABG (coronary artery bypass graft). The cxr (chest x-ray) showed that there was proper placement. The nurse was asked to troubleshoot the inner lumen, and it was found that while the pump was in standby the fluid filled transducer was sluggish to flush the inner lumen and could not withdraw blood. They were instructed to transduce from alternate source such as a radial art line and told where to plug the cable in; the nurse was familiar with the procedure. The nurse followed up later informing that the iab was removed. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The extender and pressure tubing were also returned. The technician was able to successfully aspirate/flush the inner lumen. The technician attempted to insert the returned 0.025¿ guide wire through the inner lumen and was able to successfully insert the guide wire. No obstructions were felt. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, pressure and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab did not fully inflate. No alarm sounded from the pump. The kinked condition of the catheter tubing restricted the gas passage and resulted in poor inflation of the iab. The evaluation confirmed the reported augmentation alarm. The reported events of difficult/unable to monitor arterial waveform & difficult/unable to aspirate inner lumen could not be confirmed by the evaluation. The evaluation confirmed the reported augmentation alarm. It is difficult to determine when or how a kink in the catheter occurs. A kink in the catheter can cause inflation difficulty or an alarm. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the augmentation was low and wave forms were not crisp and were erratic; this was post op CABG (coronary artery bypass graft). The cxr (chest x-ray) showed that there was proper placement. The nurse was asked to troubleshoot the inner lumen, and it was found that while the pump was in standby the fluid filled transducer was sluggish to flush the inner lumen and could not withdraw blood. They were instructed to transduce from alternate source such as a radial art line and told where to plug the cable in; the nurse was familiar with the procedure. The nurse followed up later informing that the iab was removed. There was no reported injury to the patient. According to the most recent update from the customer on (B)(6) 2018 that the iab pump was functioning for 1.5 hours out of operating room after which there was an issue in which interrupted therapy. The representative called technical support. The physician's assistant was able to handle issue at the patient's bedside. The patient was stable when therapy was discontinued.